Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 570 mg/dl. The customer did not mention any treatment related to high blood glucose level. The customer did not mention any symptom related to high blood glucose level. The customer reported that the insulin pump was not alerting on high and not giving alerts for no delivery. The customer reported that this was happening since a year. The customer also reported that the insulin pump had multiple cracks on the case, the screen was scratched up and battery life lasted two weeks. The insulin pump will not be returned for analysis.